Event description:
Notified by bma of "blood leak". Immediately at onset of dialysis, dialyzer leak was identifed. Dialyzer use #6. Ebl 100ml. Pt reportedly experienced no ill effects. Unable to verify info with customer today, as complainant unavailable. 2/18/98-reuse technician are removed routinely every reuse. 2/19/98-rn who reported incident verified that the leak was internal, as blood was confirmed in the dialysate. Complaint sample was discarded by end user. Lot number reported previously was corrected to 7h03008. MDR filed on blood loss volume.